Event description:
This case was reported by a consumer and described the occurrence of thrombosis leg in a (B)(6) female patient who received super poligrip (formulation unknown) for an unknown drug indication. A physician or health care professional has not verified this report. On an unknown date, the patient started super poligrip. At an unknown time after starting super poligrip, the patient experienced blood clot in leg. Following treatment with warfarin sodium (coumadin), the blood clot has resolved, but the patient has leg pain. This case was assessed as medically serious by gsk. Treatment with super poligrip was discontinued. At the time of reporting, the events were unresolved. Customer reports using super poligrip for years and discontinued use one day prior to this call. The manufacturer's report number for this case is 9681138-2009-00074. Super poligrip is manufactured in (B)(4). And neither the product nor lot number for this product is available. (B)(4).